Event description:
A report was received that the patient was having difficulty charging the ipg as well as the remote control would not communicate with the ipg after a previous revision procedure wherein electrocautery was used near the ipg. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
.

Event description:
A report was received that the patient was having difficulty charging the ipg as well as the remote control would not communicate with the ipg after a previous revision procedure wherein electrocautery was used near the ipg. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. The physician believed the ipg was hit by a bovie during a recent procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg as well as the remote control would not communicate with the ipg after a previous revision procedure wherein electrocautery was used near the ipg. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).